Event description:
Device 2 of 4. Reference MFR report: 1627487-2012-1558, 1560, 1563. The pt has two quattrode leads implanted with the same lot number. It was reported, the pt experiences an intense pain in her back under her right shoulder blade when she turns her stimulation on. The pt has turned off her scs system. She also reports when she encounters machines with motion sensors or gets close to an electrical outlet, her stimulation turns on by itself, and she has to turn it back off with her magnet or with her programmer. Pt also reported that the implant location is uncomfortable, and she cannot sit down w/o a pillow underneath her. The pt also reported, she experiences intense heat during charging. Pt reported once, after charging for about 30 mins, her skin resembled a sunburn, which caused a blister. The pt is requested her scs system to be removed. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Correction: 1627487-05242011-002-r, 1627487-07262012-002-r. This ipg serial number was included in a field advisory and a field correction. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.